Event description:
It was reported by the customer that the device's service indicator was illuminated. Upon eval of the device, it was also observed that the device had an intermittent error code and the device would lock-up. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device had verified the reported failure. Physio replaced the system/memory pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly but could not duplicate the observed failure. There were no errors detected while testing. Also, the connection was observed to be good between system/memory pcb's.